Event description:
A report was received that the patient had fallen and the stimulation has changed. The patient's database was analyzed and no anomalies were noted. An x ray taken revealed nothing. The patient has lost weight, not device related, and will undergo a pocket revision due to discomfort.

Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision. During the revision the physician tightened up the patient's pocket site to reduce movement of the ipg.

Event description:
A report was received that the patient had fallen and the stimulation has changed. The patient's database was analyzed and no anomalies were noted. An x ray taken revealed nothing. The patient has lost weight, not device related, and will undergo a pocket revision due to discomfort.